Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (removal scheduled). At the time of the report, the genital haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension and genital haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: abdominal distension and genital haemorrhage. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.